Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and lead body damage.. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high pace impedance measurements and high thresholds was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) exhibited increased bipolar threshold measurements. This patient was noted to have a history of subclavian crush, therefore the lead was reprogrammed to unipolar pacing with acceptable measurements. A couple days later a lead warning message was triggered due to increased threshold and pacing impedance measurements recorded. Approximately one and a half months later the patient was hospitalized due to a pre-syncopal event. Review of the electrogram revealed the patient was in a chronic slow atrial fibrillation (af) with exit block. This system was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and lead body damage.. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high pace impedance measurements and high thresholds was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) exhibited increased bipolar threshold measurements. This patient was noted to have a history of subclavian crush, therefore the lead was reprogrammed to unipolar pacing with acceptable measurements. A couple days later a lead warning message was triggered due to increased threshold and pacing impedance measurements recorded. Approximately one and a half months later the patient was hospitalized due to a pre-syncopal event. Review of the electrogram revealed the patient was in a chronic slow atrial fibrillation (af) with exit block. This system was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited increased bipolar threshold measurements. This patient was noted to have a history of subclavian crush, therefore the lead was reprogrammed to unipolar pacing with acceptable measurements. A couple days later a lead warning message was triggered due to increased threshold and pacing impedance measurements recorded. Approximately one and a half months later the patient was hospitalized due to a pre-syncopal event. Review of the electrogram revealed the patient was in a chronic slow atrial fibrillation (af) with exit block. This system was then explanted and replaced. No additional adverse patient effects were reported.